Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Death nos [death]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male patient (age not provided), initials unk and with osteoarthritis (kellgren-lawrence grade IV with moderate prior effusion). (B)(4). The pt's medical history was significant for previous use of synvisc (first course, it was reported that the age of the patient at first injection was (B)(6)). On (B)(6) 1999, the pt initiated treatment with first injection of the second course of intra-articular synvisc (hylan g-f 20) injection in right knee, dosage regiment not provided. On an unspecified date the pt also received injection in the left knee (course, dosage regiment not provided). The lot number os synvisc was not provided. On (B)(6) 1999, the pt experienced synovitis of right knee. On unspecified dates in 1999, the pt had moderate knee effusion with 70 cc of clear yellow fluid aspirated from right knee and the pt was treated with intra-muscular celestone (betamethasone) at a dose of 2 cc for synovitis of right knee and right knee effusion. On (B)(6) 1999, after 24 hours, the pt recovered from the event of synovitis of right knee. On (B)(6) 1999, he received his third synvisc injection. On (B)(6) 2000, the pt underwent total knee replacement. On (B)(6) 2002, the pt died (cause of death unspecified). The outcome of the events of right knee effusion and total right knee replacement was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of right knee and right knee effusion was moderate, for the event of death was severe and was not provided for the event of total right knee replacement. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related, with the events of death and total right knee replacement as unrelated and did not provide the relationship with the event of right knee effusion. Follow-up info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.